Event description:
It was reported during site visit by bd representative that the clinicians working at bone marrow transplant unit observed channel disconnects. This reportedly occurred during infusions and for the most part, the clinicians did not report the issues to their hospital's biomedical engineering. It was further noted that the clinician would attempt to troubleshoot by removing the device, reattach it, and restore the infusion. The customer had indicated that no additional information will be provided and the devices will not be returned to the manufacturer for investigation. There was patient involvement but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.